Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complains of movement and severe pain in the implantable neurostimulator (ins) pocket. No known factors that may have led to or contributed to the issue were reported. Impedance and connectivity tested and all normal. Patient was given medication to see if it settles down. The issue was resolved at the time of the report.